Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator failed the internal leakage test during the pre-use check. The air gas module was found defective and was replaced. After replacement the air gas module, the ventilator passed all functional and safety tests and was cleared for clinical use. The defective part was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).